Event description:
Caller alleged discrepant results compared with the lab. Results as follows: dates: (B)(6) 2011, inratio: 4.5. Date: (B)(6) 2011, lab: 2.5. Pt's coumadin dose was held for one day and then a slightly decreased dose schedule was started up again the following day. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.